Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 5x100mm absolute pro self-expanding stent system was advanced over a 0.018 guide wire to the target site. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018¿ guide wire in conjunction with interaction with the anatomy and/or other devices resulted in the noted multiple instances of bunching in the stent sheath over length of the sheath resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. As reported, another unspecified stent was deployed to realign the initially deployed stent in the target site. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated.

Event description:
Subsequent to the initially filed EU-mir & MDR reports, additional information was received. The stent partially deployed in the femoral artery while the proximal part of the stent remained stuck inside the introducer. The delivery system was able to be removed fully deploying the stent. Another unspecified stent was deployed to fix the absolute pro stent and to cover the target lesion. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that during the femoral to femoral crossover procedure, the 5x100mm absolute pro self expanding stent system was advanced over a 0.018 guide wire to the target site. The stent partially deployed in the femoral artery while the proximal part of the stent remained stuck inside the introducer. Another unspecified stent was deployed to realign the initially deployed stent in the target site. There was no adverse patient sequela. No additional information was provided.